Event description:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling. The customer stated that during transfer from the bed the right leg clip detached. As a consequence of the event the patient fell out from the sling and sustained minor head trauma treated with anti-coagulants.